Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.

Event description:
The implant failed due to poor bone condition. The implant was placed at #14 and removed after 10 months. Traditional 2 stage surgery. Healing abutment load. Poor oral hygiene. Poor bone condition.